Event description:
Customer reported no display on the dom 4 monitor. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the display and replaced the lcd assembly. Unit was calibrated and safety tested to factory's specs.